Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the ipg was tilted in the pocket, which had made charging difficult. In addition, the pt reported hearing a high pitched tone a few times. When she turned the scs system off, the noise in her head stopped. The physician met with the pt and it was reported the physician did not think the auditory issue was related to the scs system. Both issues were to be monitored, with a possible CT scan if not resolved.